Manufacturer narrative:
Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping packaging strength has also been increased to further protect the transformer during shipping. This corrective action applies to transformers with a date code greater than or equal to 3912. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration. Possible resolutions provided to customer: replacement product or online ordering information. Evaluation summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The dc plug had no output voltage. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.9 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer originally reported that her pump in style breast pump would not power on with the transformer. Upon receipt at medela, the transformer was inspected and found to have a breached housing.